Event description:
Champion-af study. It was reported that thrombosis occurred. Prior to the index procedure, aspirin (100 mg) and dabigatran (220 mg) were administered. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 30.4 mm. On (B)(6) 2022, the patient was discharged on aspirin (100 mg) and dabigatran (220 mg). On (B)(6) 2022, 89 days post index procedure, the patient presented for protocol required 4-month laa-imaging and transesophageal echo (tee) assessment revealed left ventricular ejection fraction of 53% and a complete seal with a laminar, non-mobile thrombus with maximum area of 3.8 cm2 on the atrial facing surface of the watchman flx device and a 3.8 cm2 non-mobile thrombus in the left atrium. Implant tee assessment revealed no evidence of intracardiac thrombus, left atrial appendage thrombus and complex aortic atheroma. At the time of event, the patient was on aspirin (100 mg). On (B)(6) 2022, the patient was started on dabigatran (220 mg) in response to the event.

Manufacturer narrative:
B5: updated.

Event description:
Champion-af study. It was reported that thrombosis occurred. Prior to the index procedure, aspirin (100 mg) and dabigatran (220 mg) were administered. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 30.4 mm. On (B)(6) 2022, the patient was discharged on aspirin (100 mg) and dabigatran (220 mg). On (B)(6) 2022, 89 days post index procedure, the patient presented for protocol required 4-month laa-imaging and transesophageal echo (tee) assessment revealed left ventricular ejection fraction of 53% and a complete seal with a laminar, non-mobile thrombus with maximum area of 3.8 cm2 on the atrial facing surface of the watchman flx device and a 3.8 cm2 non-mobile thrombus in the left atrium. Implant tee assessment revealed no evidence of intracardiac thrombus, left atrial appendage thrombus and complex aortic atheroma. At the time of event, the patient was on aspirin (100 mg). On (B)(6)2022, the patient was started on dabigatran (220 mg) in response to the event. It was further reported that the event was considered to be resolved on (B)(6) 2023 and dabigatran (220 mg) was stopped.